Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378, lead, implanted: (B)(6) 2004. 6949, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) did not meet expected longevity. It was noted that the right and left lead outputs were high. When the left ventricular (lv) lead was checked through the analyzer the thresholds were acceptable. The device was explanted and replaced, and the lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.